Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test and self test. No unexpected insulin pump error alarms noted during testing however, the formatted history file confirmed insulin pump error alarm. Problem isolated to the electronic assembly as per global logic analysis. Insulin pump received with scratched case. Insulin pump received with pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer was cable to clear alarm. Customer was able to complete rewind. Customer stated that the insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.